Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. At the follow-up visit, bipolar configuration was not tested since the patient is pacemaker dependent and it was decided to avoid possible loss of capture. Unipolar configuration was maintained, and sensitivity was increased to 4.5mv. Unipolar measurements were acceptable and in range. The patient will be evaluated for a new lead implant or system extraction. The plan is to continue monitoring the patient via latitude. There were no adverse patient effects reported. The pacemaker and competitor rv lead remain in-service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. At the follow-up visit, bipolar configuration was not tested since the patient is pacemaker dependent and it was decided to avoid possible loss of capture. Unipolar configuration was maintained, and sensitivity was increased to 4.5mv. Unipolar measurements were acceptable and in range. The patient will be evaluated for a new lead implant or system extraction. The plan is to continue monitoring the patient via latitude. There were no adverse patient effects reported. The pacemaker and competitor rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the section b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.